Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-01691. It was reported that stent dislodgment occurred. The target lesion was located in a saphenous vein graft. Two rebel stents sized 20 x 4.50 and 16 x 4.50 were advanced, in unknown order, in conjunction with a non-bsc guide extension catheter for treatment. However, during the procedure, the stents came off their stent delivery system (sds). The sds was removed from the patient's body and the dislodged stents were retrieved with a snare. The procedure was completed with a 4.0mm rebel stent. No patient complications were reported and the patient's status was fine.